Event description:
Patient is experiencing discomfort when laying on her left side. Xrays were order and were normal. Patient device was programmed off to test if stimulation was the cause. The patient was also referred for replacement and the pain may have been a potential reason for the referral. No additional relevant information has been received to date.